Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No data was found in the black box or download histories from time of reported inadvertent infusion due to continued use. The pump was exercised for 29 hours with no delivery issues. Moisture damage was observed in battery compartment. A leak test determined that the battery compartment was found to be leaking. The pump was opened and internal moisture damage was found on printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating he experienced low blood glucose (bg) and was incoherent and was unable to remember what his bg reading was. The patient reportedly was close to calling the ambulance but was treated with oral carbohydrates and his bg reading went up to 4.9mmol/l. The patient claimed he inadvertently bolused 23 units of insulin via the pump while still connected during asleep and did not realize it. The patient¿s bg reportedly was in the normal range of 6 mmol/l to 7mmol/l at the time of the call with customer support (cs). Cs instructed the patient on how to use the suspend feature on the pump to prevent inadvertent infusion. The issue reportedly was resolved and the pump is not being returned. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error caused the reported event because the patient had inadvertently delivered insulin while still connected to the pump.